Event description:
This is a spontaneous case report received from a regulatory authority FDA maude (#mw5042368) in united states on 06-jul-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 (lot number b71766). During hysterosalpingogram test, essure was found to be too far into the fallopian tubes and the proximal end marker on the left coil appeared broken or separated from inner coil, associated pain was resulted in the localized area. Since insertion, menstrual cycle has consisted of heavy bleeding with hemorrhaging, soft ball sized blood clots and periods lasting up to fourteen days. Ovulation also caused extreme lower back and abdominal pain. No additional information was provided. Follow-up received on 14-jul-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: b71766; production date: 12-sep-2013; expiration date: 30-sep-2016. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 08-jul-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during hysterosalpingogram, essure was found to be too far into the fallopian tubes (device dislocation) and the proximal end marker on the left coil appeared broken or separated from inner coil (device breakage). Device dislocation is serious due medical importance and listed in the reference safety information for essure, while device breakage is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertions or removals, essure breakage may occur. Also, there is a risk that the micro-inserts could move into the fallopian tubes. Considering their nature, causality between the reported events and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were informed. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.